Event description:
Pt stated starting about a week ago (exact date unknown) she was getting an occlusion alarm in one of her pumps (serial number unknown) telling her to reposition. She checked for any kinks or clamps and did not find any. She switched to her backup pump with new tubing and cassette and was able to continue infusion without issue. Since then, every time she tries to switch back to the pump that was originally alarming, it is the same issue. She does not have any alarms with her other pump and has been using that to infuse for the last week. " pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.